Manufacturer narrative:
This report is being supplemented to provide additional information based on results of third-party testing, the device evaluation and the legal manufacturer's final investigation. Olympus provided the following result of the culture test, performed at the third-party labs: sampling report date: (B)(6) 2023. Sampling from: all channels. Cfu: 2cfu/100ml, bacillaceae. Sampling from: distal end channel. Cfu: <1cfu/100ml. Sampling from: total cfu: 1cfu/100ml, the device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - connecting tube - scratched - air/water cylinder - scratched - forceps elevator pipe - stretched however, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during reprocessing, the evis exera iii duodenovideoscope tested positive for over 80 colony forming units (cfus) of staphylococcus warneri total on 30 aug 2023. All channels tested positive for over 80 cfus staphylococcus warneri on the same date. The distal end tested positive for less than 1 cfu of microorganisms revivable at 30 degrees celsius on the same date. The device was retested on 06 sept 2023 and tested positive for 10 cfus of pseudoxanthomonas species, candida species, and paracoccus yeei in total. All channels tested positive for 10 cfus of pseudoxanthomonas species, candida species, and paracoccus yeei on the same date. The distal end tested positive for less than 1 cfu of microorganisms revivable at 30 degrees celsius on the same date. The device was retested again on 15 sept 2023 and tested positive for over 80 cfus of entercoccus gallinarum in total. All channels tested positive for over 80 cfus of entercoccus gallinarum on the same date. The distal end tested positive for less than 1 cfu of microorganisms revivable at 30 degrees celsius on the same date. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The suspect device has not yet been returned to olympus for evaluation and the investigation is ongoing. The physical device evaluation has not been completed. Prior to the device evaluation, the device was sent out for additional microbiological testing. The microbiological analysis results are pending. The customer provided the cleaning, disinfection, and sterilization process stating there was no suspected patient infection and no deviations in reprocessing occurred. Precleaning was performed immediately after the procedure. Water was aspirated through the instrument/suction channel with a suction pump. The forceps elevator was moved to raise and lower 3 times during aspiration. Aspiration was done with both the first and second position of the suction valve. The air/water and balloon channels were flushed with water and air using the maj-1444 and maj-629.the air/water channel was flushed with water and air using the mh-948. Pre-soaking was performed. During manual cleaning, the device passed the leak test. The detergent used was drweighert/ cantel for washer. The instrument/suction channel, balloon channel, suction cylinder, instrument channel port, and forceps elevator were brushed. The forceps elevator was raised and lowered three times when submerged in the detergent solution. The forceps elevator was flushed. The distal end was brushed with the channel-opening brush and the single use soft brush(maj-1888) the distal end was flushed with the maj-2319(distal end flushing adapter). Olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.